Event description:
It was reported that the battery gauge was fluctuating and lead to the pump shutting down. The customer continued to use the pump for insulin therapy. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. The customer's blood glucose was 340 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.